Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to report additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - persona stemmed cemented tibial component right size e catalog #: 42532007102 lot #: 62962215, persona posterior stabilized fixed bearing articular surface right 12mm catalog #: 42521400712 lot #: 62530592, refobacin plus bone cement 40 catalog #: 3020830401 lot #: a442ai1706. It has not yet been indicated by the complainant whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately three (3) years post-operatively to address pain and femoral implant loosening. No additional patient consequences were reported.